Event description:
Reportedly, while the defibrillator was charging in patient use, charging spontaneously terminated. A backup defibrillator was made available and used. The reporter stated that there were no adverse affects to the patient resulting from the discrepancy.